Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor gel implants, suffered bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade unknown), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On march 26, 2022, mentor became aware that the patient's capsular contractures were baker grade IV. In addition, the patient was also diagnosed with bilateral painful capsules, significant breast asymmetry, significant ptosis, and hypomastia. The patient underwent bilateral capsulectomy, extensive capsulorrhaphy, placement of mesh on left breast, and bilateral replacement with the following devices: (left) 310cc mentor memorygel breast implant catalog: smhx310 lot: 9527202 sn: (B)(6) and (right) 330cc mentor memorygel breast implant catalog: smhx330 lot: 9541799 sn: (B)(6). On march 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 250cc breast implant had a crease/fold on the anterior view. Additionally a tear was observed within the crease/fold, measuring approximately 3.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On march 11, 2022, mentor became aware that the patient has been scheduled for bilateral implant removal surgery on (B)(6) 2022. Mentor also became aware that the suspect medical devices were the following: (left) 250cc mentor memorygel breast implant catalog: 3502504bc lot: 5673607 sn: (B)(6) and (right) 250cc mentor memorygel breast implant catalog: 3502504bc lot: 5622467 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, capsular contracture.